Event description:
It was reported that the patient underwent a revision surgery due to unspecified reasons with an artificial urinary sphincter (aus) on (B)(6) 2019. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.